Manufacturer narrative:
Batch review performed on 22-jan-2020: lot 1901566: (B)(4) items manufactured and released on 21-may-2019. Expiration date: 11-may-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs director: few weeks after cementless total hip arthroplasty, the patient reported pain due to a periprosthetic femoral fracture. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device.

Event description:
Femur bone fracture 1 month after primary surgery. The stem has been revised.